Manufacturer narrative:
(B)(4) for the reported event of knotted stent coil.

Event description:
It was reported to boston scientific corporation that during a contour vl ureteral stent removal procedure, the renal coil of the stent was noticed to be knotted. The surgeon reported that the knot formed during removal procedure and was not knotted during the two week indwelling period. The stent was monitored during the time it remained in the patient, prior to this removal procedure. The removal procedure was completed with this device, by pulling the bladder coil. There were no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good".